Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was recently admitted with chest wall pain. He developed an erythematous, indurated area, which was incised and drained. The cultures were negative, but he further developed additional pain with swelling leading toward the driveline across the anterior abdomen. The site required exploration to determine if there was any undrained infection. During exploration of the site, there were no large pockets of infection present but there were several areas of cloudy fluid were uncovered from which cultures were sent. The patient was diagnosed with possible vad pocket infection with extension along the driveline.

Manufacturer narrative:
It was reported from the site from the operative narrative that "several pockets of cloudy fluid were encountered along the inferior aspect of the chest wall. The· intercostal space to the thoracotomy appeared to be closed, and the driveline is well incorporated medially. The wound was copiously irrigated, and cultures were sent to. The superficial layers of the thoracotomy incision were closed. The previous l&d site was expanded and packed and now, after sterile prepping and draping. The skin over the previous thoracotomy wound was opened medially. Careful exploration did not really reveal any large pockets of infection. I opened the inferior l&d site further medially and was able to explore the great majority of the anterolateral chest wall. The intercostal space of the previous thoracotomy was closed. The driveline was identified medially and appeared to be well incorporated past the costal margin. Several areas of cloudy fluid were uncovered. Cultures were sent from these areas. Wound was copiously irrigated. I closed the superficial layers of the thoracotomy wound and closed the skin with staples. The majority of the anterolateral chest wall was palpable through the deeper wound. In this wound hemostasis was achieved, and this wound was packed. He tolerated procedure satisfactorily". The site responded stating that it was "unknown if the infection was device related. Worsening of pain started on (B)(6) 2016. On (B)(6) 2016, and I & d was performed and again on (B)(6) 2016. It was further stated that there was no infection identified and patient wound healed and patient status was 1a on the heart transplant waiting list. No additional info available. The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Clinical factors may have contributed to the reported event and patient outcome. In addition related comorbidities may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the root cause of the reported event based on device history review and certificate of sterility review show no discrepancies noted that may have caused the reported event. There are patient, procedural, and pharmacological factors that may have contributed to this event.